Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. Upon investigation the monitor was unable to charge. The cause for the failure was isolated to defective k1 component on the pca board. Additionally there was contamination throughout the monitor. The monitor will be removed from service. The root cause for the defective component could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to charge.